Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> according to the information received, revision knee for loose femur. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed some debris that looks like cement attached to the attune ps fem lt sz 5 nar cem lower inner surface, with the limited view interdigitation cannot be seen, most of the inner surface of the device is devoid of any debris/cement or tissue and some slight burnishing can be seen due to micromotion, which is usually a loosening indicator at the cement to implant interface. Furthermore, it is worth noting that review of the insert found signs of pitting consistent with bone or cement debris (possibly from the femoral side) becoming trapped between the articulating surfaces of the femoral component and insert. These observations are consistent with implant loosening of the femoral component. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune ps fem lt sz 5 nar cem would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Product code: 150410125, work order 8845413 was manufactured on 29-jun-2018. 11 parts were manufactured per specification and all raw materials met specification. IFU: 090200828, expiry date: 31-may-2028.

Event description:
It was reported that the knee was revised due to loose femur. .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.